Event description:
It was reported that the rotaflow displayed the error message ¿reference¿. No patient has been involved when the failure occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message ¿reference¿. No patient has been involved when the failure occurred. A getinge service technician was on site on 2022-06-09 to repair the affected rotaflow (serial#(B)(6)). The technician confirmed the reported failure and replaced the rfc (rotaflow console) power supply board (material#701011675). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "referenc error" was performed in getinge life cycle engineering on 2017-04-03. The most probable root cause could be determined as a defective tr 1 on the power supply board which led to the reported error message. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2014-09-18. The review of the non-conformities has been performed on 2022-07-04 for the period of 2014-09-18 to 2022-06-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.